Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. It was confirmed that the product met specifications. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported event is unconfirmed, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm did not sound when the difference between the patient temperature and the target temperature was large in an arctic sun device. The facility asked if this was normal or not. It was possible that the patient body temperature was lower than expected, but it was also possible that the water temperature did not rise sufficiently due to equipment malfunction. No alarm sounded. The situation was unknown at this time, and it was possible that there was a malfunction with the equipment. Per review of the work order (wo) on 04-aug-2023, the arctic sun device was used on patient. Per follow up information received via email on 07-aug-2023, the imi service and repair engineer reported that the patient's temperature was not able to increase, and the patient expired. The hospital stated that there were no problem on the water temperature and water volume of the arctic sun 5000. The facility additionally reported that there was no relation between the arctic sun 5000 and the patient¿s death. Additional clinical follow up information was received via email on 09-aug-2023 from the repair contractor (imi). The service and repair engineer reported the facility did not provide information such as patient identifiers, admitting diagnosis, comorbidities, or reason for treatment on the arctic sun device. Treatment with the arctic sun device was initiated on 21-july-2023 at 11:04pm. The patient¿s temperature was 37.21c, and the target temperature was 36c. Percutaneous cardiopulmonary support (pcps) heat exchanger was used as the combined equipment during the treatment process, and the patient was able to complete treatment on the arctic sun device. The patient passed away due to poor condition related to their underlying disease. The facility denied any relationship between the patient¿s death and the arctic sun device. The device is under evaluation at imi. Additional clinical follow up information was received via email on 17-aug-2023 from the regional complaint coordinator (rcc). The facility did not provide the patient¿s admitting diagnosis, but it was reported that the patient was not expected to recover when he/she was admitted to the hospital. Arctic sun and pcps treatments were performed as the facility wanted to do everything possible beyond what was originally considered necessary. Treatment on the arctic sun device was initiated 21-july-2023 at 11:04 pm, approximately 5 to 6 hours after the patient was admitted to the hospital. Treatment on the device ended on 23-july-2023 at approximately 2:00am. Per the device event log, the final patient temperature recorded was 29.33c. The facility did not provide the patient¿s date or cause of death, but it was reported that the patient passed away some time after therapy on the arctic sun device ended (specific time was unknown). The facility confirmed the patient¿s death was unrelated to the arctic sun device.

Event description:
It was reported that the alarm did not sound when the difference between the patient temperature and the target temperature was large in an arctic sun device. The facility asked if this was normal or not. It was possible that the patient body temperature was lower than expected, but it was also possible that the water temperature did not rise sufficiently due to equipment malfunction. No alarm sounded. The situation was unknown at this time, and it was possible that there was a malfunction with the equipment. Per review of the work order (wo) on (B)(6) 2023, the arctic sun device was used on patient. Per follow up information received via email on (B)(6) 2023, the imi service and repair engineer reported that the patient's temperature was not able to increase, and the patient expired. The hospital stated that there were no problem on the water temperature and water volume of the arctic sun 5000. The facility additionally reported that there was no relation between the arctic sun 5000 and the patient¿s death. Additional clinical follow up information was received via email on (B)(6) 2023 from the repair contractor (imi). The service and repair engineer reported the facility did not provide information such as patient identifiers, admitting diagnosis, comorbidities, or reason for treatment on the arctic sun device. Treatment with the arctic sun device was initiated on (B)(6) 2023 at 11:04pm. The patient¿s temperature was 37.21c, and the target temperature was 36c. Percutaneous cardiopulmonary support (pcps) heat exchanger was used as the combined equipment during the treatment process, and the patient was able to complete treatment on the arctic sun device. The patient passed away due to poor condition related to their underlying disease. The facility denied any relationship between the patient¿s death and the arctic sun device. The device is under evaluation at imi. Additional clinical follow up information was received via email on (B)(6) 2023 from the regional complaint coordinator (rcc). The facility did not provide the patient¿s admitting diagnosis, but it was reported that the patient was not expected to recover when he/she was admitted to the hospital. Arctic sun and pcps treatments were performed as the facility wanted to do everything possible beyond what was originally considered necessary. Treatment on the arctic sun device was initiated (B)(6) 2023 at 11:04 pm, approximately 5 to 6 hours after the patient was admitted to the hospital. Treatment on the device ended on (B)(6) 2023 at approximately 2:00am. Per the device event log, the final patient temperature recorded was 29.33c. The facility did not provide the patient¿s date or cause of death, but it was reported that the patient passed away some time after therapy on the arctic sun device ended (specific time was unknown). The facility confirmed the patient¿s death was unrelated to the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.